Manufacturer narrative:
On october 09, 2023, mentor received additional information. Mentor became aware that the patient was attacked with a lug wrench and sustained a chest injury. The patient reported that her implant was sitting high on her chest and had become hard. On october 20, 2023, mentor became aware that two errors were inadvertently submitted in the initial report. Manufacturer¿s reference number: (B)(4), in the initial report, h6. Health effect impact code should have been populated with f15 recognized procedural complication. In the initial report, h6. Health effect clinical code should have been populated with e2303 capsular contracture.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with an unspecified mentor saline breast implant. Post-operatively, the patient observed that her left breast appeared to have a ¿double bubble¿. The patient also reported that she experienced leaking of her left prosthesis. At the time of this report, the patient has not consulted with a medical professional and mentor has no information regarding explantation or an expected explantation date.